Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for high impedance on the superior vena cava (svc) defibrillation coil and the rv defibrillation coil. There was also an alert for an out of range rv tip to rv coil impedance measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.